Event description:
I burned my right eye using clear care solution instead of my contact lens solution. I have been a contact lens wearer for many years. Incidentally, I am also a registered nurse who works in clinical quality and performance improvement at a hospital in (B)(6). My life's work is reducing harm in hospital and human factors. And yet, I still suffered an injury due to grabbing the wrong bottle. I wear hard lenses and could not get the contact out. The pain is excruciating and the company that produces clear care should be charged with changing the bottle. I noticed that the bottle is the same size and shape of my contact lens solution. The warning labels on the bottle are meaningless. I know what not to do, and couldn't read the label without my contacts in to begin with. Also, there should be a safety lock on the lid to cause you to have to turn or press to get the fluid out. This way there could be no mix up. I am two weeks out and continue to have swelling in my right eye. Something needs to be done about this bottle design. This is a known issue with the use of this solution and the harm it has caused consumers.